Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was already pended. A technical support specialist (tss) dialed into the server and unable to retrieve any results using medication ID 0904608561. Assuming the medication referenced was citalopram 20 milligram (mg), tss confirmed that it was already pended to the station. The customer later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a medication failed to cross over to one station. The user reported that citalopram 20 mg showed as not available after being loaded. The medication did not appear on the nurse¿s order list and was displayed as grayed out, preventing selection at the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.